Event description:
During the course of a laparoscopic cholecystectomy, the titanium clip applier failed to engage a clip every time the handle/grip was squeezed. The applier would only intermittently apply a clip to the selected area for application. The device was removed from the field.